Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope was improperly handled (manual cleaning under running water - without immersion - was being carried out and then placed in the oer) was occurring during the reprocessing of endoscopes after use. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred due to deviation from the instruction manual by the customer. The correct reprocessing guidance is stated in the instructions for use (IFU) for reprocessing. Olympus will continue to monitor field performance for this device.